Event description:
Additional information was received from a patient on (B)(6) 2017. The patient reported that they need their device removed but their healthcare professional (hcp) would not do it. The patient was told that the decision to take out the device was medical and they should follow up with their hcp so listings of hcp¿s in the area were sent to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the interstim was not working, but she was afraid to turn stim off and she had been going to bathroom once an hour. The hcp had made tone of adjustments. She was in total pain down there, thought something was wrong with her tailbone and the metal was so close up near her skin. Her regular healthcare provider (hcp) gave her some estrogen to solve the problem down there. Patient stated all she has to do is brush it and it hurts. She had lost tone of weight and people said she looked terrible. Three weeks later, the patient further reported that she changed program many times and nothing had worked. It was indicated the device was very close to her skin. She had pain in groin area [illegible]. She was now taking myrbetriq. The reported of pain, weight loss, stomach problems and ineffective stimulation had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.